Manufacturer narrative:
It was reported that after an initial bunion surgery on an unknown date, all hardware was removed in a revision surgery due to a nonunion. The site was revised with tmc devices. There was no other report of any patient impact or injury as a result of this event. No devices were returned for evaluation. Device specific lot information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformities for possible kits utilized in surgery were reviewed and no non-conformities or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on the available information, the revision is likely a result of nonunion. No deficiencies/failures have been alleged/found with any tmc device, nor were there any reported issues with initial placement of the device. The device is intended for fusion and nonunion is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on an unknown date, all hardware was removed in a revision surgery due to a nonunion. The site was revised with tmc devices. There was no other report of any patient impact or injury as a result of this event.